Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted to the hospital with septic shock secondary to a bacterial infection of the colon (c diff colitis) and support was subsequently withdrawn. According to the info received, the lvad was turned off approx three hours before the pt expired.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.